Manufacturer narrative:
Product event summary: (B)(4) the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient is deceased and died approximately (B)(6) months post implant of the implantable pulse generator (ipg). Review of device information on the patient's date of death noted ventricular high rates. The cause of death is currently unknown and an autopsy is pending.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).